Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. There is no indication of an increase in seizures as a result. There have been no reports of trauma or manipulation that could have caused or contributed to the high lead impedance. X-rays were taken and sent to the manufacturer for review. Generator placement appeared to be abnormal as the generator was lower than what is typically seen. Due to image quality, connector pin insertion and continuity of the lead wires at the connector pin could not be assessed. There is no strain relief. Due to image quality, lead continuity could not be confirmed for a large portion of the lead body therefore, no assessment can be made on the location of any lead fractures or acute angles. Good faith attempts to obtain additional information are currently being made.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.